Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was squirting out insulin, motor error and the buttons were unresponsive. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump had random and unexplained no delivery alarm, diminished battery life, insulin pump was fractured at reservoir and the screen was hazy. The insulin pump will not be returned for analysis.